Manufacturer narrative:
Initial and final MDR 1876237 - MDR 3003442380-2024-05152 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced three infusion set fell off events during use on (B)(6) 2024. The infusion set was used for 12 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.